Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus 275cc saline breast prosthesis, cat. #3502275, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus 275cc saline breast prosthesis. Patient reported that a yellow discharge was coming out of the nipple on her right breast. In addition, patient reported she could feel hard tissue on the right breast and that she was experiencing chest pain. As a result, the patient will undergo explantation on (B)(6) 2018.